Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on 01/17/2017 the patient was treated in the intensive care unit for diabetic ketoacidosis. The patient reportedly had been feeling tired and nauseous in the days leading up to the incident and was checking blood glucose (bg) frequently. The patient reportedly obtained a bg reading of hi on the meter (>600mg/dl). The reporter state that the cartridge was ¿ok¿ but that there was a large air bubble in the cartridge. The reporter stated that there were no alarms in the pump history except for low cartridge warning(s). The patient had reportedly returned home on (B)(6) 2017 after being treated with antibiotics for pneumonia and mycoplasmas. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention with air bubbles in the cartridge as a potential contributing factor. There was no indication or allegation of a cartridge malfunction; the air bubble issue reportedly only occurred with one cartridge.